Manufacturer narrative:
Concomitant medical products: etlw1620c124e, sn (B)(4), etlw1628c93e, sn (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that approximately two years and three months post index procedure there was continued expansion of the abdominal aortic aneurysm to 8.5 cm in diameter. The patient requested to have the device removed. The physician explanted the endurant ii stent graft system and performed an open aneurysm repair. During the explant procedure, brisk lumbar arteries and a large aneurysm sacral branch were observed. Additionally, a slight pleat in the aortic neck of the stent graft bifurcate was observed. Per the physician, the cause of the event was unknown. No additional sequelae were reported and the patient is fine.

Event description:
Additional information was received as follows: per the physician there appeared to be a redundant fold of fabric at the top of the aortic neck in the endurant stent graft. The physician stated that there was type v endoleak endotension.

Manufacturer narrative:
Device evaluation results are: from the examination of the returned devices and clinical information provided, the exact cause of the aaa expansion could not be determined. Films were not returned; therefore, the in-vivo assessment of the stent grafts during the implant duration could not be performed. The device was returned with the bifurcate transected across the mid-length of the aortic body. The proximal seal portion of the aortic body including the suprarenal stents were not returned; thereby, limiting the extent of the analysis. The contralateral limb was returned implanted within the contralateral gate and the ipsilateral limb extension was implanted within the ipsilateral limb; the extension was acutely angulated ~60º laterally to the ipsilateral limb. A 1.3 mm diameter abrasion hole was observed at the distal end of the ipsilateral limb at the junction with the limb extension. The likely cause appears to be due to stent abrasion via the proximal apex from one of the ipsilateral limb extension stents, which was aligned with this hole at the limb junction. Limb articulation/angulation at this junction would have also contributed to this fabric abrasion. However, since the hole did not penetrate through the limb extension (covered by the underlying limb extension) this hole would not have contributed to any type iii fabric endoleak and likely did not contribute to the aaa expansion. Another tear, possibly caused by external abrasion or cut during the explant, was seen on the distal graft margin of the contralateral limb. Since the location of this tear was likely within the distal seal zone of the iliac artery, it is also unlikely that this hole would have contributed to the aaa expansion. No other device integrity issues were seen. The cause of the slight pleat reported in the bifurcate aortic neck could not be determined, as this section of the bifurcate was not returned for analysis, and films were also not available for review. It appears that the type ii endoleak observed during the explant from lumbar arteries and a sacral branch was the most likely cause of the aneurysm expansion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. No eval explain code. If information is provided in the future, a supplemental report will be issued.